Event description:
This report pertains to two of two devices used during the same procedure. Associated manufacturer report # 3005099803-2013-06386 pertains to the other device.it was reported to boston scientific corporation that a pfr kit - pinnacle, anterior apical was implanted (B)(6), 2010.according to the complainant, the patient experienced pain due to mesh erosion and incurred additional medical treatment and procedures. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.